Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed low battery. Customer's blood glucose levels were not included in the report. Customer stated that the battery is not lasting more than one week. Customer also reported that the insulin pump alarmed no delivery. Customer reported that the alarm was resolved by a complete set change. Customer mentioned that she was hospitalized in 2012 or 2013 due to high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose levels at the time of hospitalization was 1000 mg/dl. Customer was wearing the insulin pump at the time of hospitalization. The insulin pump did not undergo functionality testing at the time of the customer's hospitalization. Therefore, the root cause of the customer's high blood glucose issues could not be determined. Replacement product is being sent.